Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported lifetime anticoagulant and post-thrombotic syndrome is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. Alleged fracture, embedment, caval thrombosis." Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis (dvt) and back surgery. Per implant report dated (B)(6) 2012: "ultrasound was used to identify and delineate the patency of the right common femoral vein." "A celect filter was advanced deployed in an infrarenal location. Follow-up inferior venacavagram confirmed positioning." Per report from x-ray dated (B)(6) 2012: "inferior vena caval filter is in place..." Per report from x-ray dated (B)(6) 2012: "postsurgical changes in the thoracolumbar spine and the ivc filter are unchanged." Per report from CT (computed tomography) dated (B)(6) 2012: "ivc filter identified with soft tissue filling defects involving distal ivc as well as common iliac veins and external iliac veins consistent with chronic thrombosis." Per report from venacavogram dated (B)(6) 2012: "complete thrombosis of the vena cava and vena caval filter and bilateral iliac veins. The right common femoral vein, femoral vein and popliteal vein were completely thrombosed. The left common femoral vein was patent and the left superficial vein in the upper half was patent and the lower femoral vein and popliteal vein had a partial thrombosis." Per report from venogram dated (B)(6) 2019: "...sheath was placed from the ivc at the top of the filter into the popliteal vein on the right..." "Improvement in flow in the right popliteal superficial femoral, common femoral vein, but no change in the left iliac vein and only marginal improvement in the right iliac vein and no improvement at all in resolution of thrombus in the vena cava." Per report from venacavogram dated (B)(6) 2012: "...entire vena cava was patent up to the vena cava and renal veins above the filter." "Findings: patent left superficial femoral vein, common femoral vein and string sign of the left iliac and partially occluded ivc and partial thrombosis of the right superficial femoral vein and common femoral vein with string sign of the right iliac and partial occlusion of the ivc. At the completion of the case, the patient had wide patency of the entire left femoral, iliac and vena cava and partial thrombosis of the right femoral and wide patency of the right femoral and iliac stents and wide patency of the vena cava." Patient outcome: alleged lifetime anticoagulation, thrombosis/embolism, post-thrombotic syndrome. Irretrievable filter.